Event description:
The axis 5.5 x 100mm screw broke a few millimeters below the start of the threads. The surgeon believed the screw broke because a doctor, who the patient was seeing in another state, let the patient walk to soon. The broken screw was removed.